Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective response button, causing it to be non-functional. The response button¿s metal dome on the switch was missing, causing the fault. The root cause of the missing dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.